Event description:
Pt reports erratic blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the pump was operating within required specifications.